Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool smarttouch sf for which biosense webster¿s product analysis lab (pal) identified an electrode was lifted and separated from the pebax with reddish material inside it. It was initially reported by the customer that the ablation catheter displayed high force readings when the catheter was reinserted into patient. The ablation cable was replaced without resolution. The catheter was replaced and the issue resolved. The case continued without further incident or harm. The customer's reported force issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 6-jan-2025, the bwi pal revealed that a visual inspection of the returned device found an electrode was lifted and separated from the pebax with reddish material inside of it. These findings were reviewed and assessed as MDR reportable for malfunction since the integrity of the device has been compromised.

Manufacturer narrative:
Device evaluation findings: the device was returned to johnson & johnson medtech for evaluation. A visual inspection and screening test of the returned device were performed following johnson & johnson medtech procedures. Visual analysis revealed the electrode was lifted and separated from the pebax with reddish material inside it. The device was connected to the carto 3 system and no errors were observed. The force feature of the device was evaluated and the force values and the vector were observed within specifications. No force issues were observed. A manufacturing record evaluation was performed for the finished device, and no internal action was found during the review. The reddish material inside the pebax could be related to the force issue reported by the customer; therefore, the customer complaint was confirmed. The potential cause of the pebax damage and electrode lifted could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instruction for use states: when cleaning the tip electrode, be careful not to twist the tip electrode with respect to the catheter shaft; twisting may damage the tip electrode bond and loosen the tip electrode, or may damage the contact force sensor. In addition, in order to prevent damage to the catheter tip, use the insertion tube supplied with the catheter to advance or retract the catheter through the hemostasis valve of the sheath. After insertion, slide the insertion tube back toward the handle explanation of codes: investigation findings: mechanical problem identified (c07) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (g04115) were selected as related to the foreign material inside the pebax. Investigation findings: stress problem identified (c0706) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: electrode (g0201501) were selected as related to the electrode separation. As part of johnson and johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).